Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); other (cause is unknown). Conclusion: other (cause is unknown).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter and 43 mm length cm thoracic aortic aneurysm approximately two years ago. Vessel morphology from the time of implant was reported as the proximal aortic neck was 31 mm in diameter and distal aortic neck diameter was 30 mm. There was mild calcification in the iliac, proximal and distal neck area. The tf3636c114xj was implanted in zone 3 and the tw3834c112xj in zone 4. There were no problems during the index procedure. It was reported thirty days later, the maximum aneurysm diameter was 52mm and a proximal type I endoleak present. At the 12 month follow-up, the maximum aneurysm diameter was 52mm. The physician elected to monitor the patient. One year later the patient returned and there was still a slight type I endoleak however the thoracic aneurysm remained at 52 mm in diameter. The physician will monitor the patient. No additional clinical sequelae were reported.